Manufacturer narrative:
The actual device was not returned for evaluation but similar complaints have been investigated. The root cause was determined to be related to the circuit board design (close proximity of two traces that were insulated with a membrane), the insulating membrane material, and the effect of environmental conditions on the membrane. Degradation of the membrane can result in a conductive path being established between the breath indicator led trace and the alarms silence reset button trace at the point where they cross on the circuit board. This conductive path results in the observed intermittent activation/deactivation of alarm silence reset or inoperable alarm silence button. (B)(4).

Event description:
Covidien received information stating that during patient use, the physician noticed that the alarm silence/ reset led (light emitting diode) was intermittently blinking on an ht70 ventilator. The patient was transferred to another ventilator. There were no negative patient consequences reported.

Manufacturer narrative:
(B)(4).a mem3212m membrane top was received for investigation. Although, the customer complaint could not be verified, the investigation found that the alarm text would disappear by itself without pressing the alarm silence reset. The reported customer symptoms and the investigation's results are consistent with the thorough investigation performed, and preventive actions taken with (B)(4).